Event description:
On (B)(6) 2013 it was reported that the physician was unable to program the vns patient because the button to program on the handheld screen was not available to push. The wand battery was checked and seemed to be fine. The patient was seen again the next day and the same issue was observed. The physician selected a parameter and then the program button still wasn¿t ¿highlighted¿ therefore not giving the user the chance to program the parameter. The physician unselected and reselected the parameter and then the program button allowed her to program the device. The physician later reported that this event only occurred these two times with this version of software and this patient. She stated that she thinks it may have been due to ¿user error¿ and that maybe it was because she had it plugged in at the time.